Manufacturer narrative:
Based on the claim against the product by the customer noting a broken cable, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps (fbf) instrument was analyzed, and failure analysis investigations replicated and confirmed the customer reported complaint that the fbf had a broken steel cable. Failure analysis found the primary failure of damaged conductor wire insulation to be related to the customer reported complaint. For clarification, the instrument was found to have damage to the conductor wire¿s insulation. The insulation does not exhibit thermal damage. The insulation material is lifted; however, no pieces were missing. The conductor wire is slightly exposed; however, no wires are physically damaged. The instrument passed the electrical continuity test. The complaint was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. The probable root cause of damaged conductor wire insulation is attributed to component susceptibility to damage during use or reprocessing. Damage can result from mechanical impact, such as accidental drops of the instrument or inadvertent collisions with other instruments or hard surfaces during handling or usage. This complaint has changed to a reportable malfunction due to the following conclusion: the fbf instrument had conductor wire damage. The exposed conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that prior to starting a da-vinci assisted surgical procedure, the fenestrated bipolar forceps (fbf) had a broken steel cable. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer confirmed the instrument was inspected prior to use and no damage was noted. There was no loss of cautery associated with a damaged cable, no arcing observed, no instrument collisions noted. The procedure was completed with a backup instrument. A fragment did not fall into the patient. Patient information was requested but not provided.